Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and rewind test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with minor scratched lcd window, scratched case, cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches across the screen. The customer stated that sometimes it was difficult to read the screen. Customer stated the insulin pump had reduce battery life and problems rewinding the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.